Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and functional stress testing using a battery eliminator and test batteries without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.